Event description:
A pump problem was reported. A critical alarm was heard and confirmed by telemetry. A reset occurred ¿ low battery, was observed on the pump logs multiple times all on the day of report and the same time stamp. There were no other messages available in the logs as this repeated so many times. An alarm due to motor stall was reported. The patient reportedly had an MRI earlier on the day of report and the motor stall messaged showed in the attention dialogue box and in the printout but did not show in the pump logs die to the repeated reset ¿ low battery messages. The patient¿s health care professional (hcp) reprogrammed the pump to 160 ug/day. The patient felt tighter around midday on the day of report. The patient was given oral baclofen, periactin and valium. The patient did not hear the alarm. The patient was being managed for possible withdrawal. The pump was used to infuse lioresal. It was reported that safe state occurred. It was reported that the motor stall recovered but the issue was a low battery reset. It was unknown how long the stall was, but reportedly was not greater (>) than 24 hours. Only 1 motor stall occurred. The patient¿s pump was replaced on (B)(6) 2014 due to low battery reset. The patient was reportedly doing well. Additional information received reported that patient was not taking any other medications at the time of event. It was noted that it was unknown how long the pump stalled and it was unknown if more than one stalled occurred in the event logs. The patient had not been seen in the health care professional¿s office following the event. The patient was in the office for consult/MRI. The pump telemetry was performed by a manufacturer¿s representative. The patient reportedly recovered without permanent impairment.

Event description:
The patient reported that when the pump was interrogated after an MRI and ¿got an error,¿ they did other readings at 12:30 and spent three hours convincing the patient that they needed a new pump. By 8:00 pm that night, the patient had emergency surgery and received a new pump. The patient felt fine and did not feel withdrawal at the time.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, lot# l57741 implanted: (B)(6) 1998, product type: catheter. Product ID: 8590-8, lot# n277917, implanted: (B)(6) 2011, product type: accessory. (B)(4). Analysis of the pump, serial number (B)(4) found miscellaneous pump low battery reset of an undetermined cause.

Manufacturer narrative:
(B)(4).